Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unspecified date, the patient was hospitalized for the event. It was not reported if the patient was treated for peritonitis. At the time of this report, the patient had been discharged from the hospital; however, the patient¿s outcome was not reported. The action taken with pd therapy was not reported. No additional information is available.